Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes chapter 13 / page 176: hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The mother reported low bg (blood glucose) values of 43 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient's mother stated after bolus, bg dropped low after a reading over 400 mg/dl. Patient's mother stated gave a bolus of 9.55 units. When the ambulance came they checked bg, it was at 49 mg/dl. Mother had the patient eat some jelly, when the emts (emergency medical technicians) arrived, they advised the patient to eat some peanut butter bread slices and gave him a bg test as well. Patient was transported to hospital where the staff just monitored the bg levels and did standard blood test. Pod was deactivated and replaced.